Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of output anomaly. The cause of the complaint was traced to high current due to the hybrid. No further anomalies were found.

Event description:
It was reported that during implant the implantable cardioverter defibrillator exhibited an output anomaly. The device was not implanted.